Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump lost power last night for an unknown amount of time and blood glucose (bg) was 400 mg/dl without signs and symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that they are not sure if high bg is related to no power or late night snack that the patient may not have bolused correctly for and that it might be a mixture of both. The reporter stated the patient corrected for high bg and they went to bed and the patient's bg was 99mg/dl. Customer support (cs) advised the reporter to monitor and follow-up with healthcare professional. This report is being made due to the intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.